Event description:
A descemet's detachment occurred during an itrack advance surgical procedure. The surgeon placed a gas bubble in the anterior chamber to repair the descemet's detachment. During patient follow up, 1 day post op, the surgeon confirmed the detachment had resolved.

Manufacturer narrative:
Foreign incident. Non-USA UDI associated with this incident due to translated labelling provided ous.